Manufacturer narrative:
(B)(4). Batch # m55490. The analysis results showed that two gst60b reloads were received sterile and in good visual condition. The returned reloads were tested with test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic gastric bypass procedure, the surgeon fired one gray and three blue reloads on tissue when creating the pouch. The surgeon then robotically sewed the anastomosis (not where he had stapled to create pouch) and when leak test was performed, he discovered a leak. The surgeon resewed the anastomosis, retested, and still, there was a leak. The surgeon then inspected the top back side of the pouch where he had stapled a blue reload and discovered the leak was on this staple line. He noted unformed staples at the middle of this staple line. It is unknown how the leak was repaired but it was managed during this procedure. Patient is currently in hospital for observation.